Event description:
It was reported that during a da vinci cystocele repair procedure, during preparing tissues, no moves were possible anymore on the monopolar curved scissors instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the instrument would not move. For clarification, the instrument had a broken grip cable making it incapable of proper movement. One grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the instruments wrist. Other cables at the wrist were not damaged. Additional damage found was pad printing removal on the tube extension. Electrical continuity passed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.